Manufacturer narrative:
The device was received with the operating currents within spec. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test at 0.08790 inches. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Device then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. The units left at pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. The device was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer had eaten and was going to bolus for the food, but then started going low. The customer used juice to treat. The customer experienced symptoms such as shakiness. The customer was wearing the insulin pump during the incident. The customer believes the pump over delivered as they bloused 5 units but the pump gave 9 units. Bolus history showed the customer got the correct amount of insulin. Troubleshooting was completed and no issues were found. The insulin pump will be returned for analysis.